Manufacturer narrative:
Bd was able to verify the returned device had a crack barrel defect. The team inspected the sample and verified a crack on barrel which shows that impact force had acted on the barrel which caused damage on the barrel. The team inspected suspected location on assembly and packaging machine where damage can occur. No suspected areas had been found in plant. The assembly machine has an online leak detection system which was found working in place. Thirty-six samples prepared by intentionally generating crack on barrel, similar to the returned sample, were put in barrel feeder on assembly machine to check integrity of leak detection system at main assembly dial. All thirty-six samples were rejected on the machine. DHR was reviewed and found no non-conformities. During in process quality checks no such defect was observed. There is chance of damaged product during transportation and storage as well after dispatch. The unit package of product might have got collapsed and pressed due to external impact force of some other material stored above, causing stress/pressure on barrel and resulting in crack on syringe. However, team continues to monitor the defect and take appropriate action if observed during manufacturing process inside plant. The exact root cause is not identified. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the barrel of bd emerald luer slip syringe with needle was cracked before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of bd emerald¿ luer slip syringe with needle was cracked before use.